Manufacturer narrative:
A ge rep evaluated the system and recommend replacing the display adapter and an sbc upgrade kit installation, the customer declined this service at this time. No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported the system failed to boot up. There are no report of pt injury or death associated with this event.